Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw and knife blade were stuck due to eschar buildup. Functional testing found that the knife blade was unable to advance. It was reported that the jaws did not open and the blade did not retract. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by not cleaning the device. The eschar build up was cleaned and the device resumed proper function. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic low anterior resection for mobilization of the colon, the device was plugged into a generator and experienced multiple issues, including the handle being stuck in the pulled position and the jaws becoming stuck in the closed position after use. After cutting the fused tissue, the jaws wouldn't open and the blade wouldn't retract. It was applied on the tissue when the issue occurred. The surgeon pulled the handle apart to open the jaws after being stuck in the closed position and the tissue was lightly pulled away from the jaws. The handpiece was used on mobilization of descending colon and was cleaned periodically. A new device was used to complete the procedure. The surgical time was extended by 5 minutes due to these product issues. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic low anterior resection for mobilization of the colon, the blunt tip sealer divider lf1837 was plugged into an ft10 generator and experienced multiple issues, including the handle being stuck in the pulled position and the jaws becoming stuck in the closed position after use. A new ligasure device was used to complete the procedure. The surgical time was extended by 5 minutes due to these product issues. There was no patient injury.